Event description:
It was reported by the affiliate that during a nephrectomy, the first ace36p - branches broken, fell into patient - could be removed. The other 3 shears smoked and it looked like that the shears became burning (after 20 minutes) - no further information is available. There was no patient consequence. Only the blade of the first used instrument was broken, and was removed from patient with forceps. No tone to be heard, no error code, only smoke."

Manufacturer narrative:
Date sent: 11/02/2007. Information anticipated, but unavailable at this time.